Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing were noted. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer called and reported that the buttons on the insulin pump were not properly working. Customer's blood glucose was 268 mg/dl. The customer stated she was at a pool but the insulin pump did not get wet. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.